Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), no additional information was provided; however, the operative report for 05/30/2008 was received. A device history record review is currently in process. Device not returned.

Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. It is also unknown if the event was device related.

Manufacturer narrative:
The device history record (DHR) review was completed and there was no nonconformance found related to this event.